Event description:
It was reported that the pump battery was depleting too quickly, which led to a pump shutdown. Technical support educated the caller on what happens when the pump turns off or is reset. The caller understood and acknowledged this information and was able to resume insulin delivery. The impact on the customer's blood glucose levels was not reported. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.